Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in or. During implant, the device that was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a real time egm. Programming changes were made successfully. The device remains implanted.